Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting elevated impedance measurements. Therefore, the lead was removed from service and successfully replaced.